Manufacturer narrative:
Per customer, the staff did not save the catheter upon removal. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. The customer stated that the patient's death was not related to the zoll catheter. Event of death was serious because it met criteria for seriousness (death). Usually critically ill patients receive ivtm therapy and mortality rate is high. Probably outcome death related to the patient's clinical condition and not to ivtm therapy. Death is an anticipated event. The event of death is "not related" to the device and procedure. Event of "the fluid ran into the patient" was not serious because there was no impact to the patient due to the catheter leak. Leak was discovered quickly, and catheter was replaced. Seems that not much fluid entered the patient's vasculature. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. The event's (infusion of saline into the patient) relationship to the device and procedure is "causal.".

Event description:
The emergency department (ed) inserted a quattro catheter (lot unknown) for the first time and the balloon had a leak. The quattro catheter is new to their hospital, this was the first time it was inserted into one of their patients by a provider. They previously used icy and cool line. The leak occurred in the ed and was discovered quickly. The ed physician put in another catheter on the opposite groin. The site believes they used an icy catheter the second time. The same console was used to continue therapy. Upon follow up, the customer reported unfortunately, the female patient passed due to a cardiac arrest. The patient was brain dead. Ttm therapy had stopped. The site believes it was ended days prior. The staff did not save the catheter upon removal. No additional information was provided. Per the customer, her death was not related to the zoll catheter.